Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer stated that the when they went to bed the blood glucose was 40 mg/dl and after testing the blood sugar it goes to 369 mg/dl. Customer was given an injection and then the blood glucose was 470 mg/dl and after half an hour the blood glucose was 291 mg/dl. The customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.